Event description:
I have a medtronic synchromed intrathecal baclofen pump. The pump was implanted on (B)(6) 2015. It was titrated up adjusted several times and working fine. Three weeks ago my spasticity came back, I had oral baclofen on hand and now I am taking 60 mg 5 to 6 times a day to get close to the effects of the intrathecal drug. I now have to have a dye test to check where the front catheter is leaking. My neurologist told me another pt who had the same pump implanted around the same time with the same issues. It cannot be a coincidence that 2 patients just from one office are having the same problem. Either the catheter is failing or the pump to catheter connection is faulty. I worked many months to regain my mobility from my ms and it is all for not. I am beyond discouraged about the medtronic synchromed pump and the amount of lost money to pr, oral baclofen, and the need for assistance after a long road of improvement.